Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a shaved distal end and also exhibited connecting tube coating peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results and past findings, process suggests a plausible cause stemming from known information, such as component damage or degradation, misoperation of devices during reprocessing, or compatibility issues. The most probable cause of this complaint is anticipated or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.